Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. The display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.